Manufacturer narrative:
Additional information: (B)(4). Submitted to FDA on 09/23/2015.

Event description:
The following additional information was provided by the surgeon. The patient's most recent postoperative iop in the operative eye was 16 mmhg on (B)(6) 2015 (compared to preop iop of 30 mmhg). The initial surgery was performed on (B)(6) 2015 and on (B)(6) 2015 the surgeon removed cortical material (lens fragment) that was obstructing the istent ostium (snorkel). Additional intervention was performed on (B)(6) 2015 to perform a yag peripheral iridotomy to free iris occluding the istent ostium. The laser treatment was effective in resolving the obstruction. The patient's current status is good and the patient's iop is currently 16 mmhg without glaucoma drops.

Manufacturer narrative:
The stent remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Stent obstruction is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reports performing uneventful cataract surgery with implantation of the istent in the patient's left eye. One day postoperatively the surgeon noticed there was a fragment of lens nucleus (cortical remnant) occluding the stent snorkel. One week postoperatively, surgical intervention was performed to remove the cortical remnant and then it was observed that a portion of the iris entered the stent snorkel. It should be noted that the patient had preexisting floppy iris syndrome. Yag laser is being considered to address the iris incarceration. Additional information has been requested.